Event description:
It was reported by the patient, that she had two (2) composix kugel hernia patches implanted, both of which have been recalled. Patient alleges that she has sustained a fistula necessitating partial removal of her stomach, due to these implants. Due to her low weight and poor health, the patches cannot be explanted.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00430 for information related to the other composix kugel mesh implanted.